Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture grade 4.

Event description:
Explanting physician reported rupture "silicone gel leaking out". The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explanting physician reported rupture "silicone gel leaking out". The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Correction to g.3 aware date on supplemental medwatch #1. The aware date should be listed as 11/jun/2024. Correction to g.3 aware date on supplemental medwatch #2. The aware date should be listed as 22/jul/2024. Additional, corrected and/or changed data: h.6, g.3 for previous emdr's.

Event description:
Explanting physician reported rupture "silicone gel leaking out". The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6 device evaluation: device photograph(s) for the device related to the reported event of rupture- breast was requested on june 25, 2024. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Explanting physician reported rupture "silicone gel leaking out". The device has been explanted and replaced. This record relates to the left side.